Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately tortuous, proximal to mid rca (right coronary artery) lesion measuring 3.3x30mm with 80% stenosis. Target lesion one was treated with predilation and placement of a 3.5x32mm taxus liberte stent resulting in 0% residual stenosis. Mild balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported. The event was resolved without treatment by "shaking of the balloon". There were no patient complications and the patient was reported to be "fine".